Event description:
The customer reported knob dysfunction to philips healthcare. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.